Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had intermittent read write invalid cubie errors and failed to stay closed, failed to lock, and failed to open. A field service engineer disassembled and reassembled the insides of aux drawers 2, 5.2, and 6.2, cleared some debris from the inside of 6.2, reseated all connections, and replaced the drawer board on drawer 2. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 5.2 has intermittent cubie errors and failed to stay closed. Drawer 6.2 failed to lock and drawer 2 was failed to open also the cubies were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.